Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl and was hospitalized. Reportedly, the cartridge ran out of insulin while customer was at dialysis; customer is not independent and relies on family member's assistance. The customer reverted to an alternate method of insulin therapy and declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms.